Event description:
It was reported that the patient was not getting any enough pain relief. The patient underwent a revision procedure where the ipg was replaced and two leads were added. The patient was doing well postoperatively. The explanted ipg was kept by the facility.